Manufacturer narrative:
No pt present. The medtronic field rep removed excess exams from the system's hard drive. The system was used successfully in a case w/o any issues of freezing or slowness after the excess exams were removed. Clearing out hard drive space resolved the issue. It is recommended to the user to periodically remove excess exams for this reason.

Event description:
Medtronic rep reported that the surgeon and staff expressed concern about their system freezing and being slow. This event did not occur during surgery and no pt was present.